Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. It was reported that the insulin pump alerted with insert battery and delivery has stopped. It was reported that the customer changed the battery and screen was stuck. Customer reported that the screen was not completely blank and alarm occurred after the time that the buttons were not responding. Customer reported that the time clock did not advance and frozen display was recurring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to case cracked behind the device at the corner of the belt clip rails, cracked case at battery tube side and cracked battery tube threads. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify frozen display, unresponsive keypad, and insulin flow blocked alarms due to blank display.